Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son had high blood glucose level. Blood glucose level of customer was 479 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they treated their high blood glucose with syringe. Customer was experiencing nausea, vomiting, abdominal pain, positive results in ketones and breathing difficulty. Customer contacted to their healthcare professional regarding their high blood glucose. Customer alleged insulin pump for under delivery but customer did high pressure test and it was pass. Insulin pump will not be returned for analysis.